Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material appeared to be silicon rubber, so it is possible that it was generated from the packing of the air/water valve and the tubes used for cleaning, or, part of the rubber part was chipped due to the deterioration of the accessories over time and entered the air/water channel and led to clogging. However, it was unable to be identified completely. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited an image issue. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the scope was not recognized was due to corrosion on the suction connector, and noise image occurred. The continuity failed due to water invasion in the video connector. Additionally, the nozzle had foreign objects which was attributed to insufficient cleaning. Additionally, the evaluation revealed the following findings: due to a scratch on switch #1, water tightness was lost; screw in scope-connector was detached; due to corrosion on endoscope connector, b30(scope communication error) occurred; adhesive around light guide lens was peeled; objective lens had discoloration; adhesive around objective lens was peeled; universal cord had a dent ;connecting tube had discoloration; paint on air/water-cylinder was peeled; paint on suction-cylinder was peeled; control unit had discoloration; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; and scratches were found on multiple components of the device. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could be attributed due to insufficient cleaning/reprocessing of the device. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below: [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.